Event description:
A male patient in (B)(6) received coolsculpting treatment with the coolcore applicator (6.3) on the flanks and lower abdomen and with the coolmax applicator (8.0) on the lower abdomen on various dates. The lower abdomen was treated with the 6.3 app on (B)(6) 2010, (B)(6) 2011 and with the 8.0 app on (B)(6) 2012. The flanks were treated with the 6.3 app on (B)(6) 2010, (B)(6) 2011, and (B)(6) 2012. On (B)(6) 2012, zeltiq was informed that the patient began to notice an enlargement of the flanks and lower abdomen 6-8 months prior. On (B)(6) 2012, zeltiq was provided photos of the patient from (B)(6) 2011 that indicated an enlargement. The treating physician described the tissue as firm. On (B)(6) 2012, the treating physician informed zeltiq that an ultrasound was completed but not much could be seen due to the high density tissue. On (B)(6) 2012, an independent plastic surgeon reviewed the case and determined that the condition was likely permanent, making this reportable. This case has also been reported for coolmax app (8.0) in MDR 3007215625-2013-00010.

Manufacturer narrative:
Zeltiq followed up with the physician's office to gather additional information. In addition to the previously described treatments, the patient was treated on the upper abdomen with the 6.3 app on (B)(6) 2011 and with the 8.0 app on (B)(6) 2012. The treatments were uneventful and the patient has had no reported issues in that treatment area. Per the physician's office the procedures were conducted successfully with no malfunctions. It is zeltiq's policy to be conservative and to make this report. A follow-up report will be made to the agency if and when new information is received about this case.